Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon could be inflated and deflated within the specified maximum deflation time. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined.

Event description:
The delivery balloon of the orsiro 3.5/40 coronary stent system could not be deflated and had to be removed with force. However, the orsiro stent was successfully implanted.